Event description:
Hosp reported "catheters clotting; follow up found there were 2 catheters involved and they would like to identify cause of situations. There were no reported pt complications. However, there is no information to indicate that no intervention or treatment was required. As this event occurred. 09 months ago, no other infor available.